Manufacturer narrative:
The device in question was returned to the manufacturer. On december 20,2024. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that while using the stack system during a hysteroscopy procedure, the light source suddenly switched off and on the screen it said to restart so we did and the lights turned on again. After a few minutes, the light went off again so we decided to change the stack system and reported the faulty machine to ebme. No negative impact in state of health reported.

Manufacturer narrative:
Device evaluation: the device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description provided by the customer "turned off mid procedure" was confirmed. Different error codes were detected as described in the product inspection section. These defects had no influence on the reported issue. The software was not up to date what would have prevented error codes. Further, a loose cable contact was found on the cable between the mainboard and the nir driver board. This is independent from the reported issue and rated as random failure. Based on the defects found during the technical inspection it is concluded that the most likely cause for the described error is an electronic defect on the mainboard due to a failed component. Consequently, applicable error information to restart the device appeared on touch screen. Restart does solve the issue for a short period. The IFU is stating this clearly. The investigations did not reveal a root cause related to the labelling, the device, or its history. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pickup in similar complaints; no trend was identified. The event is filed under internal karl storz complaint ID: (B)(4).